Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances. The lens was explanted in a secondary procedure. Additional information was requested and received stating the patient's cylindrical value increased post surgery.

Manufacturer narrative:
Additional information provided in d.4., d.9., d.10,, h.3., h.6. And h.10. The lens was returned in a non-company lens case. Solution was dried on the lens. The lens was torn/split/cracked and smashed over and against the posts of the lens case. Power and resolution testing could not be conducted due to the extensive optic damage. The account indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for use with this lens with any of the qualified lens/cartridge/handpiece combinations. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in extensive damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal 12.0 diopter (add power +2.2/+3.2) lens was replaced with a third party, 12.0 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).